Event description:
A customer observed a non-reproducible positive outlier on the vitros total bhcg assay. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.